Event description:
Patient came in as a trauma, during the case we used 2 covidien gia stapler with tri-staple technology 80mm medium/thick. The third reload we opened stopped working after 2 uses and made a locking mechanism failure. The back of the device wasn't catching. We used another stapler and completed the case with no further incidents.